Manufacturer narrative:
Batch review performed on (B)(6) 2017. Lot 1412884: 20 items manufactured and released on 14 november 2014. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot. Not yet received.

Event description:
While using the mis frame, the ratcheting portion of the device, the screw backed out of the device and a small metal piece from the instrument fell into the patient. All pieces were recovered. The surgeon was able to re-assemble the instrument and complete the surgery. The surgery was completed successfully. Instruments are available.